Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the cartridge cracked and the lens was noticed having a spot on it. Reportedly, the cartridge ruptured while injecting the iol with no change in pressure while pushing the plunger of the injector. It was noticed that there was a piece of the cartridge extending like a tongue at the cartridge tip. The iol was observed cracked in a direction perpendicular to the folding of the iol in the cartridge. Additional information was received and it was learnt that the lens did not sit folded in the cartridge very long prior to the implantation attempt. The crack on the lens was 1 mm (millimeter) long and ran from the edge of the haptic root toward the center of the optic. No further information was provided. Two mdrs will be submitted; one for the lens and one for the cartridge. This report is to capture the event for the cartridge.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/28/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection showed residue of viscoelastic solution on the cartridge which indicated that the unit was handled and prepare for surgical use. A crack was observed at the cartridge tip. It was also observed that a piece of the cartridge was extending at the end of the cartridge tip. The customer's reported complaint was verified. As a result of the investigation, it reasonably suggests that the push rod of the hand piece engaged with the top wall of the cartridge and deformed the cartridge tip. There is no indication of a product quality deficiency. Manufacturing records review: the lot number is unknown therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.